Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the foley separated from the drainage bag when the patient was sitting in a chair. The patient was a (B)(6) male cardiac surgery patient. The foley was inserted in the or and came apart in the csicu. There was no harm to the patient.

Manufacturer narrative:
The device history record could not be performed because a lot number could not be provided by the customer. The manufacturing site received one sample with this customer report. A complete investigation was performed. A visual inspection to the quality inspection standard was conducted. The sample was received without the catheter, the adapter was observed without the catheter connection. The reported condition could not be confirmed because the catheter was not returned intact for evaluation. A corrective/preventative action (CAPA) was opened to address complaints of catheter detachment. The root cause and action plan will be documented through a formal corrective/preventative action which has been initiated to address the reported condition to mitigate any further occurrences.